Event description:
A c5/6, c6/7 fusion was performed. The screws in c7 seem to have fractured a little below the screw head. There is still some bone purchase with the screw and the surgeon believes the fusion is still successful. The device remains implanted in the pt and there are no plans for revision.